Event description:
It was reported the device displayed -maintenance required- but they cannot hit any buttons to bypass it. Event date was updated from unknown to (B)(6) 2022. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified system advisory maintenance recommended. During functional testing system advisory maintenance recommended was found at power up. This was an annual preventative maintenance reminder, the customer needed to disable the silent alarm button by pressing it to be able to use other buttons on the keypads. The root cause of the issue was user interface. Preventive maintenance was performed to resolve the issue., corrected data: d1.